Event description:
It was reported approximately 2 years after the event by, health canada and not the customer, that a patient experienced a ¿witnessed cardiac arrest¿ while connected to this 980 ventilator. It was additionally reported that ¿the patient required approximately 15 minutes of CPR¿ and their ¿clinical condition has severely deteriorated as a result of this event¿. The customer stated, ¿on review of the rhythm strips and ventilator alarms, this was likely secondary to a ventilator disconnect with silenced alarms¿. The customer additionally reported that ¿there were no apparent issues with ventilator function before or after or on review of the alarms¿. The patient was removed from the ventilator and placed on an alternate ventilator. This is conservatively being reported due to a user error resulting in a patient adverse event with no malfunction of the ventilator.

Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported approximately 2 years after the event by, health canada and not the customer, that a patient experienced a ¿witnessed cardiac arrest¿ while connected to this 980 ventilator. It was additionally reported that ¿the patient required approximately 15 minutes of CPR¿ and their ¿clinical condition has severely deteriorated as a result of this event¿. The customer stated, ¿on review of the rhythm strips and ventilator alarms, this was likely secondary to a ventilator disconnect with silenced alarms¿. The customer additionally reported that ¿there were no apparent issues with ventilator function before or after or on review of the alarms¿. The customer reported to the service personnel that the ventilator was working as intended and no fault was found. Per the pb980 operator¿s manual, section 6.5.1 alarm messages ¿circuit disconnect will not cancel an active audio pause when the alarm is detected¿. The investigation found that the device performed as intended by alerting the user of a circuit disconnect; however, it was determined that the cause of the event was due to operator error by silencing the circuit disconnect alarm. Further action was not required as the device tested within specification and performed as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.